Event description:
It was reported that patient underwent primary hip surgery 7-8 years ago. Revision procedure was performed on (B)(6) 2014 due to pain. Surgeon indicated upon explanting that the plasma spray was detached from the cup shell. No further information has been received.

Manufacturer narrative:
Additional information was received on dec. 22, 2014 including the exact implant date, item and lot #. All information related to the item has been added to this follow-up report.

Manufacturer narrative:
The returned recap shell and magnum femoral components were revised following a report of pain from the patient. After the revision procedure, it was noted that the pps coating had delaminated from the shell. Observations made on the components suggest that a degree of edge loading of the shell, subluxation or joint laxity contributed to the cause for failure. However, without assessing the relevant radiographs for indications of positioning and alignment, or patient information, the exact root cause cannot be determined. At the time of manufacture, both the porous coating and the substrate of the returned recap shell sufficiently met the relevant requirements within the associated process specification. Subsequently, the reason for the removal of the coating cannot be determined without the aid of further information.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned to date. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Implant date - 7-8 years ago (exact date unknown). Manufacture date - unknown. Product to be returned. Upon receipt of product and completion of evaluation, an MDR follow-up report will be sent to the FDA.